Event description:
It was reported via our product manager, that he was observing a surgery procedure. During surgery, he noted that the surgeon appeared to have problems with the wire tensioner. It was not possible to tension the wire. A prolongation of 120 minutes was reported. To complete the surgery another one was utilized.

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.